Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced removal or revision surgery resulting from complications from mesh. After the original procedure, additional potentially related procedures were performed, including revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia in a laparoscopic repair. It was reported that after a hernia procedure the patient experienced recurrence and chronic pain. Post- operative treatment included revision surgery and laparoscopic herniorrhaphy with mesh using ventralight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia in a laparoscopic repair. It was reported that after a hernia procedure the patient experienced recurrence. Post- operative treatment included revision surgery and laparoscopic herniorrhaphy with mesh using ventralight.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional. It was reported that after a hernia procedure the patient experienced recurrence. Post- operative treatment included revision surgery using ventralight.